Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The screws were returned for investigation. The screws showed signs of use as they had some residue on them and were fractured near the head, where the threaded portion begins. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to excessive force applied during an insertion attempt, beyond what the implant is designed to encounter. It is possible that the fracture occurred due to over torqueing, an off axis insertion attempt, or attempting to insert the screw into a patient with high bone density. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported three (3) screws fractured during the procedure and the fragments remained in the patient body. No additional patient consequences were reported.